Manufacturer narrative:
The battery (B)(4) was not returned for evaluation. Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed two controller power up event on (B)(6), 2017 at 9:42:57 and on (B)(6),2017 at 9:48:02. The data point logged on the controller's internal logs prior to the first controller power up event revealed that adapter was connected on power port 1 and (B)(4) was connected on power port 2 with 96% rsoc. The data point after the controller power up event revealed that (B)(4) was connected to power port 1 and no power source was connected to power port 2. The controller was without power for 22 seconds. The data point logged on controller's internal logs prior to the second controller power up logged revealed that (B)(4) was connected on power port 1 with 71% rsoc and (B)(4) was connected on power port 2 with 97% rsoc. The data point after the second controller power up event revealed that (B)(4) was connected on power port 1 and (B)(4). Was connected on power port 2. The controller was without power for 13 seconds. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving (B)(4). As a result, the reported "critical battery alarm" and "two power disconnects" events were confirmed via log files review. The most likely root cause of critical battery alarms can be attributed to a communication error between the controller and battery. Possible root cause of the loses of power can be attributed to a disconnection of both power sources and/or intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the patient was seen in the clinic for a routine follow up, it was noted that the power port connector on the controller was loose. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
It was reported that power port 1 of the controller was loose. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector and power port 1 o-ring being displaced. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.